Manufacturer narrative:
The returned device and packaging were examined. The part number on both the device and packaging label were correct and matched. The product description was correct on the device. The product description on the packaging label listed the incorrect diameter. The complaint is confirmed. The affected items within zimmer biomet's control are being relabeled with the correct product description.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported the product description on the label is 4.75x510mm, which is incorrect; the correct description is 4.5x510mm rod which is correctly laser marked on the rod. There is no surgery or patient involved.

Manufacturer narrative:
Identified in the initial submission the state of the initial reporter was not entered.